Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the patient was sent to the hospital by emergency on (B)(6) 2025 due to "sudden unconsciousness for 5 hours". Preoperative diagnosis was rupture of right parietal occipital arteriovenous malformation with subarachnoid hemorrhage, secondary ventricular hemorrhage, hydrocephalus, and brain compression. Using a cerebrospinal fluid shunt tube and accessories to perform ventriculoperitoneal shunt to treat hydrocephalus, on (B)(6) 2025, the doctor planned to implant an adjustable pressure valve during the operation. Before implantation, the medical staff found that the adjustable pressure valve was damaged and leaking. Immediately stopped using the damaged and leaking adjustable pressure valve in the cerebrospinal fluid shunt tube and its accessories and selected a new one for use. No obvious harm reported.